Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient charger could not locate the ipg. Stimulation was lost due to not charging the ipg as recommended. Surgical intervention may take place at a later date (reference MFR. Report # 3006705815-2018-01050).

Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was explanted.